Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Insulin pump was returned for low battery alarm and power error confirms in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarm power error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. No battery no compatible alarms was noted. Device received with cracked case at reservoir tube lip and battery tube threads. Device received with minor scratched lcd window and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery was rejected multiple times. Customer's blood glucose was 384 mg/dl. Customer agreed to return the device for analysis.